Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. A visual inspection found that the control-a-flo dial burst apart in three different pieces. The reported condition was verified. However, the nurse flushed the device above the dial which was open. The product label states, "administer bolus injections below control-a-flo regulator only". Therefore, the cause of the condition was determined to be a use error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was flushing the patient¿s IV and the dial of a continu-flo solution set burst apart. It was reported that the set broke into four pieces, and blood leaked from the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.